Event description:
On (B)(6) 1991, the gore-tex®stretch vascular graft was implanted in axillo-bifemoral bypass procedure for the indication of rest pain. On (B)(6) 1991, a seroma was identified and the patient underwent a aorto-bifemoral bypass procedure the next day.

Manufacturer narrative:
No lot number was reported. No testing methods were performed. No results available since no evaluation performed.